Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Best guess date of occurrence as the actual date was not reported. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed and the returned condition substantiated the reported mislocated clip at the distal end of the device. Because the exchange sheath was not returned attached to the device, it could not be determined if the sheath was used to introduce the device into the patient anatomy. Inspection of the returned device suggested that the locator wings were initially bent during the thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in a clip being captured within the locator wings instead of fully delivered to the arterial surface to close the vessel as intended. Damaged wings capturing a clip would result in difficulty removing the device; however, this was not reported. Because the device was forcibly pulled out of the anatomy, one of the wings was detached at the distal retaining ring but remained securely attached within the locator. Possible contributing factors for broken vessel locator wings that captured the clip included, but not limited to manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The vessel locator wings were inspected for proper assembly during manufacturing. Although, there were no challenging anatomical conditions reported, based on manufacturing inspection criteria and analysis of the returned device, the probable cause for broken wings that captured the clip is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se malfunctioned and the clip remained in the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician was reported to be trained by a certified physician in the use of the starclose se device. No additional information was provided.